Manufacturer narrative:
MDR 8021545-2024-00332 - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 it was reported by the patient faced an issue of insulin set failed and causing swelling and irritation with some insulin flow blocked alarm as well. The issue was occurred at site. No further information available.